Event description:
It was reported that the procedure was to treat a 20% stenosed lesion in the tibial artery. During the procedure, an ht command 14 guide wire (gw) became separated close to the mid-shaft. The gw may have separated during use of an 014 armada balloon dilatation catheter (bdc). A snare was used to remove the separated guide wire piece from the anatomy. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties and subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.